Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level as well as low blood glucose level. Blood glucose level at the time of the incident was 454 mg/dl, over 400 mg/dl, less than 54 mg/dl. Customer was treated with syringe. It was unknown that customer was using auto mode or not. Customer was performed displacement test and it was ok. Troubleshooting was performed. The insulin pump will not be returned for analysis